Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level, experienced symptoms of hypoglycemia, and was unable to self-treat. Customer had contact with a third-party (caregiver) provided glucose drink as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported signal loss. Attempted to replicate the user¿s complaint using phone se with ios 16.6.1 (2.10.2.7677) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level, experienced symptoms of hypoglycemia, and was unable to self-treat. Customer had contact with a third-party (caregiver) provided glucose drink as treatment. There was no report of death or permanent impairment associated with this event.